Manufacturer narrative:
A stapler log review revealed the following: logs show a sureform 60 stapler was installed on the system 6 times and fired 6 reloads (2 blue, 4 white). On install 1, the first 2 clamps were successful, and the firing was completed with 5-6 pauses for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. On installs 2 and 3, the first clamps were successful, and the firings were each completed with 1 pause for compression. On install 5, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 5-6 pauses for compression. On install 6, the first two clamps were successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did not reproduce an issue, however the surgeon believed the staple issue could have been caused by an issue with usm. The fse removed and replaced universal surgical manipulator (usm) 1 and calibrated/verified the left master controllers on both surgeon side consoles. The system was tested and verified as ready for use. Failure analysis has not been completed on the usm.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the staple line of a sureform 60 reload had unformed staples. The color of the reload was unknown. There were no error messages or issues during the firing sequence. The surgeon did not provide any intervention to the staple line. There was no intraoperative leak identified. The procedure was completed robotically; however a different patient side cart (psc) had been brought in as the doctor thought the psc/arm could have contributed to the stapling issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) associated with this complaint. Based on a log review, an error was found indicating a fault on the presence pins, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a test system where the component functioned as expected and passed all relevant testing within specification. Once testing was completed, the presence pins were inspected, and no faults could be identified.